Event description:
Ous MDR - at implant measurements were 16mv 679 ohms and shock was 66 ohms 0.6v @ 0.4ms. A dft was successfully performed with a shock impedance of 52 ohms. The follow-up after showed similar parameters of 16mv 621ohms 68 ohms 0.6v@0.4ms. During a follow-up at the clinic on (B)(6) 2014, ventricular sensing dropped to 2.4mv. No in appropriate therapies were delivered. The ra lead was repositioned on (B)(6) 2014 to a more septal position with the following results: 13.4mv 0.5v @0.4 549 53. Dft was not performed due to an inability to induce sustained vt/vf. The physician stated this was not a lead issue.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.